Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - correction: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the ok and contrast buttons were intermittently responsive; the up and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and moisture was observed in the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
Follow-up # 2 (submission (B)(4) 2012) - correction: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the ok and contrast buttons were intermittently responsive; the up and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and moisture was observed in the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Note that animas attempted to submit this information as follow-up #1 but it was rejected due to a "duplicate report" error message.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down and ok keypad buttons were not responding as they should and required hard presses to elicit a response. The patient denied trauma to the pump. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.